Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient had a computed tomography (CT) at an unknown date which showed the patient had an unknown endoleak. A follow up angiogram on (B)(6) 2017 confirmed a type 1a endoleak. The patient is reported to be in stable condition and to date the patient has not had a secondary intervention. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation, based medical information available for review, clinical was able to find substantial evidence to support the reported endoleak type ia. Additionally there was evidence to reasonably support the following observations; endoleak type ii, right pole kidney infarct, movement of the suprarenal cuff distal, decrease overlap of the main body and cuff. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to 5mm distal movement of the suprarenal cuff and the anatomy-related issue of increased infrarenal aortic angulation from 31 to 66 degrees. Additionally, there were no identifiable off label or cautionary product use conditions. Associated clinical harms for this device failure included: endoleak type ia. There was no device related issue involving the type ii endoleak seen at 1 and 55 months post implant from the left accessory renal artery. This procedure related condition persists likely due to anticoagulation therapy and most likely contributed to the clinical harms: type ii endoleak and bilateral renal infarction, after planned coverage of right and left accessory renal arteries. The final patient disposition was reported to be stable. No secondary intervention was completed to date. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.